Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were broken. The investigation found the device had a rubber foot loose from case bottom and cracked battery door. The pump event history showed a motor not running error message. A motor not running error message was found during occlusion test. The reported issue was caused by main board not properly seated in the groove of the extrusion. The root cause of the issue is the incorrect assembly of the device. The technician correctly reinstalled main board into the extrusion. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that the motor was not working error, and also a drive train assembly or main board issue was observed. No patient injury was reported.